Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs results for one patient sample. The original result was 30.28 pg/ml with a data flag from an aliquot in a sample cup. This result was reported outside the laboratory. The repeat result from a new aliquot of the same sample was 13.77 pg/ml with a data flag. An aliquot from another tube from the same patient was tested and the result was 15.52 pg/ml with a data flag. The patient was tested two hours later and the result was 12.89 pg/ml with a data flag. The patient was not adversely affected. The reagent lot number was 138684. The expiration date was requested but was not provided. The customer has not had any similar event since this event. The field service representative checked the analyzer and ran performance testing which was acceptable.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. The customer did not report any other discrepant results.